Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018 a device check was performed as ventricular pacing failure was suspected after ECG recording with a holter monitor. No anomaly was observed for lead measurements (threshold, r-wave amplitude and ventricular lead impedance) or in the device memory. The ventricular pacing amplitude and pulse width were reprogrammed from 4.0v/0.5ms to 5.0v/0.5ms. Monitoring with an ECG holter recorder will continue. Preliminary analysis of provided patient files confirmed the reported loss of ventricular capture. Atrial noise oversensing with non-physiological electrical signals starting from (at least) (B)(6) 2018 was also observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 a device check was performed as ventricular pacing failure was suspected after ECG recording with a holter monitor. No anomaly was observed for lead measurements (threshold, r-wave amplitude and ventricular lead impedance) or in the device memory. The ventricular pacing amplitude and pulse width were reprogrammed from 4.0v/0.5ms to 5.0v/0.5ms. Monitoring with an ECG holter recorder will continue. Preliminary analysis of provided patient files confirmed the reported loss of ventricular capture. Atrial noise oversensing with non-physiological electrical signals starting from (at least) (B)(6) 2018 was also observed.